Manufacturer narrative:
Correction: event date updated.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The medtronic representative reported that the emitter of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from the site regarding a navigation system that was used during catheter placement procedure. It was reported that the healthcare provider performed a pre-operative plan and repeatedly reconfirmed the target and entry points. However, when the patient was scanned the next morning, according to protocol, it displayed imprecision of 2cm in accordance to what the hcp had planned. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The field generator for the navigation system was returned to the manufacturer for analysis. The generator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.